Manufacturer narrative:
Analysis on the returned mobile view station (mvs) interface cable resulted in an electrical failure found through performance testing and visual/physical examination. Analysis states that the cable was tested using cable validator nt900. The cable failed the bench test and has an open connection on the lemo port connector #2 and 6. Analysis on the returned mobile view station (mvs) power board pcba resulted in an physical damage failure found through functional testing, performance testing, usability inspection, and visual/physical examination. Analysis states that the f12 fuse was physically damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Site has refused to give patient information due to private concerns. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cable and the mobile view station (mvs) power board malfunctioned. Once both of them were replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the batteries on the image acquisition system (ias) were unable to be charged even though the ias and mobile view station (mvs) were connected. The site was still able to proceed with the case because both 2d and 3d functioned although the battery charging failed. There was no delay to the procedure and no impact on patient outcome.